Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a total hip arthroplasty in 2005. Subsequently, a revision procedure has been indicated due to joint pain; however, no revision procedure has been reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿postoperative bone fracture and pain.¿

Event description:
It was reported that patient underwent a total hip arthroplasty in 2005. Subsequently, a revision procedure has been indicated due to joint pain; however, no revision procedure has been reported to date. Additional information received revealed patient underwent total hip arthroplasty on (B)(6) 2005 and revision surgery on (B)(6) 2014. Product identification is now known.

Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to an unknown reason; however, no revision procedure has been reported to date.